Event description:
"On or about (B)(6) 2009," plaintiff was implanted with the ams monarc subfascial hammock to treat for, "stress urinary incontinence, pelvic organ prolapse, cystocele and/or rectocele." Plaintiff's attorney alleges that "after and as a result of the implantation of the pelvic mesh products, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissues, dyspareunia," and other injuries. Also alleged, plaintiff "has required and/or will require additional surgeries and medical treatments, and has sustained permanent injury," and that "plaintiff has injured her health, strength, and activity, sustaining injury to her person, all of which injuries have caused and will continue to cause her severe mental and physical pain and suffering disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.